Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was a medication error for norepinephrine medication. The ordered dose was 2 mcg/min; however, the clinician programmed 2 mcg/kg/min for adult patient in the pediatric profile. The clinician bypassed the soft dose warning (1.5 mcg/kg/min) which resulted in medication running at 300 ml/hour for ten (10) minutes, after which the patient began vomiting. There was no information on patient outcome. The customer also made an enhancement request to have hard limit for non-weight-based vs weight-based dosing limit infusion. Although requested no additional information will be provided by the customer, no devices will be returned.